Manufacturer narrative:
(B)(4). Initial reporter pt phone #: (B)(6).

Event description:
On (B)(6) 2015 a patient (pt) called our affiliate in (B)(6) to report a current issue of irritation while wearing the acuvue oasys for astigmatism lenses. During the telephone conversation the pt reported that he/she was diagnosed with a cornea ulcer on both eyes while wearing the acuvue for astigmatism lenses on (B)(6) 2015. The pt reported that he/she went to an eye care provider (ecp) who told the pt that "the eyes were healthy for them to cause ulcer on the cornea." The pt reported that the ecp prescribed an antibiotic eye drop (medication name unknown). The pt also reported that the suspect product and lot number was discarded. On (B)(6) 2015 the pt sent an e-mail and additional information was received as follows: the pt reported the medication used to treat the event was tobradex. The pt reported that the drops were used for 7 days. The pt also provided the name of the hospital and contact information where he/she was seen for the event. Multiple attempts have been made to contact the hospital for additional information, but it has been unsuccessful. This event for the pt's od is being reported as a worst case. The os event is being reported under separate report. If additional information is received it will be reported within 30 days of receipt. Serious reportable event trends are reviewed quarterly in franchise management review meetings.